Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during a bolus attempt. Troubleshooting was performed and the insulin pump passed the prime test. The customer later called to report high blood glucose levels. The customer stated that he was sweaty and very irritated. The customer was advised to go to urgent care for treatment. The reported blood glucose reading was 301 mg/dl.